Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump is turning off automatically.customer stated that she has as warm feeling at insertion sites when insulin is delivering. Blood glucose value was 358mg/dl at the time customer began noticing the warm sensation at insertion sites. Most recent blood glucose level was 434mg/dl; treated with the insulin pump. The alarm history was checked and it showed an auto off alarm. Customer was assisted on disabling the auto off feature. Customer declined to troubleshoot for high blood glucose as she stated she is sure the issue is due to the auto off alarm recurring or possibly due to settings which the doctor is still adjusting. Nothing further reported.